Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Per rep, hm reported shock impedance greater than 150 ohms. Recordings present noise on atrial intracardiac and ff. Patient has been sick in hospital lately as well, but it is unknown if that is related. Advised to evaluate lead further. Lead currently remains implanted.